Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that a couple weeks ago patient had kidney stone removal. They had to go in and break up the kidney stone and vacuum it out. Immediately after the procedure the patient has been having bowel issues. They suggested that they check the therapy and hook it up to the programmer. Every time they tries to connect to the back of the device they gets the error message saying it is not communicating. Walked caller through trying to connect the handset and communicator to the stimulator. They got device not responding. Had caller palpate the outline of the implant and make sure the communicator was not plugged into the charging cord, not near any electromagnetic interference, and not near a metal table or metal tray. Caller was able to connect. The troubleshooting steps that were taken on the call resolved the issue. Suggested considering increasing stimulation if comfortable otherwise consider changing programs. Redirected to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.